Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: examination of the returned device revealed breakage of the balseal post. The device is not cracked as originally reported. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device is not cracked as originally reported. Investigation of the returned device reveals the smaller post of the attune spacer block has been broken off.   If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the office sets were cracked.